Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: returned product consisted of a solent proxi catheter system without the bag spike. There was blood inside the device. The pump, shaft, and tip were microscopically examined and no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing showed a leak at the male connector with female luer. Fluid leaking from the connector is an indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported an error message occurred during aspiration. Vascular access was obtained via the right femoral vein. The target lesion was located in the left superficial femoral artery (sfa). An angiojet® solent¿ proxi catheter was selected for a thrombectomy procedure. The catheter was first used in powerpulse mode and then switched over to thrombectomy mode. After approximately 150 seconds, a 'check saline' message appeared. The console was reset; however the issue persisted. A new saline bag was attempted; however the catheter could not be re-primed for use. The procedure was completed with a peripheral catheter to remove the remaining thrombus. There were no patient complications and the patient is in stable condition.